Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Replacement cable sent to customer. During follow up, the customer confirmed the pump was able to be charged successfully with the replacement alternate usb cable. Blood glucose level was 120 mg/dl.